Event description:
Subsequent to the initial report, additional information was provided: the mitral valve replacement surgery was performed on (B)(6) 2021, and the implanted clips were explanted. An atrial septal defect (asd) closure device was placed as part of routine procedure. Post procedure, the patient experienced worsening respiratory insufficiency, requiring bronchoscopy and antibiotic therapy for infection. The adverse patient event resolved on (B)(6) 2021. Per study physician, the adverse patient effects of worsening respiratory insufficiency, requiring bronchoscopy and antibiotic therapy for infection are unrelated to the study device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of tissue injury and mitral regurgitation (mr) are listed in the instructions for use as known possible complications associated with associated with mitraclip procedures. The investigation was unable to determine a cause for the reported difficulty grasping the leaflet (difficult or delayed positioning) and unintended movement of clip open while locked. The tissue injury (perforation) appears to be due to the multiple grasping attempts due to the difficulty grasping the leaflets; therefore, attributed to procedural condition. The unchanged mr appears to be due to the tissue injury. Lastly, the reported unexpected medical intervention, hospitalization and surgical intervention were results of case-specific circumstance the there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4). This is filed to report clip open, clip inability to close, tissue damage, medical intervention, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Patient anatomy included a rotated heart. The first clip was successfully deployed, reducing mr. Then a second clip delivery system (cds) was advanced to the mitral valve to further reduce mr. However, grasping both leaflets was difficult. After the third grasp attempt, the mr returned to grade 4. Therefore, the clip was retracted into the left atrium. The mitral valve was inspected, and a perforation was observed on the posterior mitral leaflet. The procedure continued with the second clip, the clip was re-positioned on the leaflets to stabilize the perforation. The clip was deployed; however, the clip opened to approximately 30 degrees, but remained stable on the leaflets. The procedure ended at this point, with implant of two clips and the mr at grade 4. On (B)(6) 2021, the patient underwent surgical mitral valve replacement. No additional information was provided.